Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the reagent probe a leaking was the collar wash valve. Fse replaced the part and the issue was resolved. (B)(4).

Event description:
The customer reported the unicel dxc 660i access clinical system had reagent probe a leaking in standby. Customer reported the fluid was contained to the instrument. The leak was about 2 cc of deionized water. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.